Event description:
It was reported that the right ventricular lead had undefined impedance, high pacing impedance, intermittent capture, intermittent sensing, a lead fracture, and a lead warning was triggered. A polarity switch occurred and reprogramming to unipolar was not successful. A temporary pacemaker was implanted due to the patient's bradycardia. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the proximal conductor was distorted and have blood/body fluid (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix mechanism, there was tissue on the helix, and the lead was stretched. Performance data collected from the device was analyzed. High ventricular impedance/resistance was noted as 931 high impedance paces were recorded post lead warning on (B)(6) 2012.